Event description:
It was reported that during the implant after placing this right atrial (ra) lead into the heart high pacing thresholds were noted. After changing the lead position the helix tip did not extend thus a new lead was used. No adverse patient effects were reported. Should this lead be returned this investigation will be updated.